Event description:
Per the clinic, the patient experienced an infection around the implant side resulting in the extrusion of the reciever/stimulator unit.the device was explanted on (B)(6), 2013. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2013.

Manufacturer narrative:
This report is filed august 30, 2013.

Manufacturer narrative:
(B)(4).